Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially implanted with a bifurcated stent graft and aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately seven (7) years post initial procedure, a type iiia endoleak with component separation was reported. The physician elected to treat the patient by implanting an infrarenal and suprarenal afx devices on (B)(6) 2018. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following reported events: type iiia mid-aortic endoleak and secondary endovascular procedure. Device, user, procedure or anatomy relatedness of this complaint could not be determined. Procedure-related harms for this complaint could not be determined. The final patient status was not reported. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system.